Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose was 49 mg/dl. Customer consumed glucose tablets to address bg level. Reportedly, customer continued to use pump for insulin therapy.